Event description:
It was reported that the rotation speed was unstable. A 1.25mm rotapro was selected for use. During the procedure, it was noted that the device rotational speed increases and decreases. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter city: (B)(6).